Manufacturer narrative:
Additional information was added to a2, h3 and h6. A2: patient is pediatric. H10: the actual samples was received for evaluation. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed including clear passage and pressure testing with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: this event occurred between (B)(6) 2019 ¿ (B)(6) 2020. (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that total parenteral nutrition (tpn) fluid was leaking coming from the IV tubing port of a clearlink duo-vent solution administration set. This was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.